Manufacturer narrative:
Concomitant product(s): 50ml bd syringe; 10ml bd syringe; therapy date (B)(6) 2016. The customer¿s report of residual syringe volume was not confirmed. The event was reported to have occurred at 3:00 pm on (B)(6) 2016. The pcu event log review begins at 3:39 pm on (B)(6) 2016. The profile in use was identified as heme/onc. There were two instances of topotecan programming on (B)(6) 2016. The first occurred around the reported event time (3:30 pm on (B)(6) 2016), however topotecan was programmed as a custom concentration secondary infusion to infuse on pump module s/n (B)(4) at a rate of 100ml/hr for 30 minutes at 3:39 pm on (B)(6) 2016. The infusion ran until 4:10 pm and the device transitions back to the primary infusion running at 125ml/hr. The secondary volume recorded as being infused during this period was 50.021ml. The second instance of topotecan programming occurred at 8:10 pm when the user programmed syringe module s/n (B)(4) to infuse a custom concentration infusion of topotecan to infuse at 97.8ml/hr for 30 minutes. At 8:41 pm, the primary infusion completes and the infusion is stopped due to the syringe becoming empty. The volume recorded as being infused during this period was 49.112ml. The starting volume of the fluid container cannot be determined through device logs. The syringe module and the syringe were not returned for investigation. It is unknown if the volume perceived as residual volume by the customer was actually ¿dead volume¿ that is present on all syringe sizes and types when the syringe becomes empty. The root cause of residual syringe volume was not identified. Devices not received, log review only.

Event description:
The customer reported a syringe pump infusion of topotecan 1.1 mg in 50 ml intended to run over 30 minutes was found to have an unspecified amount of drug remaining when the clinician checked the syringe sometime later. There was no patient harm.